Manufacturer narrative:
Device finally not received for analysis.

Event description:
The physician reported that the subject pacemaker was replaced after external defibrillation by an emergency physician. The pacemaker will be returned for analysis.

Event description:
The physician reported that the subject pacemaker was replaced after external defibrillation by an emergency physician. The pacemaker will be returned for analysis.